Event description:
Boston scientific received information that this product was part of a system revision due to infection. Additional information received that there was a vegetation in the pocket. The pocket was swabbed for culture but the rep was not aware of the result. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.